Event description:
Customer's friend finding: the customer in bed and unable to respond to her sounds. The paramedics were called and the customer was provided with sugar water and transported to the hpspital.tretament at the hopital is unk. Caller reports receiving high readings when testing the customer wuth the freestyle meter, but actual results were not reported. Additionally, it is unclear when these high readings were taken in relation to this reported event. Caller states that customer only takes insulin when his readings are over 249 mg/dl. It is unclear if customer took insulin based on freestyle results.